Manufacturer narrative:
The returned implantable cardioverter defibrillator (ICD) was analyzed, and a review of the device memory log confirmed that a low voltage alert, code 1003, was not recorded. The battery voltage was lower than expected. Using historical daily battery voltage measurement data, engineers determined that this device displayed a pattern of steady and rapid discharge. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the advisory population.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) device was suspected to be depleting prematurely. The battery of this device went from 11 months longevity to five months remaining in a span of two months. A request was made to have data from this device analyzed. Data analysis confirmed the device was depleting normally. The average power has been stable, and the voltage is trending per expectations. There was a recent capacitor reform which resulted in a transient drop in voltage which reduced the remaining longevity. Additional information was received indicating that this device was explanted due to normal battery depletion (nbd) and a new device was placed. No adverse patient effects were reported.